Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer had failed. A field service engineer addressed an issue where pocket 1-8 on the mini drawer was stuck and only extending through one slot. The emergency latch failed to release the engine, requiring the fse to shut down the station and remove drawers 6, 7, and 8 to access and extract the broken engine in slot 8. The engine was replaced, and the drawer was reinstalled with proper rail alignment. Functionality was verified through testing in both hta and the application. The pas battery was replaced last year by a colleague. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a mini drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a mini drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.